Manufacturer narrative:
This device is used for therapeutic purposes. Nim eclipse controller #945eclc, serial #(B)(4), (MFR date unknown). Nim eclipse patient module #945opm660, serial #(B)(4), (MFR date unknown). Sd needle electrode nre1003, serial/lot # unknown (MFR date unknown). Surgeon controlled probe spk1004, serial/lot # unknown (MFR date unknown). (B)(4). The device was not returned for evaluation. Method code: no testing methods performed.

Event description:
It was reported that approximately two days after a procedure for ¿soc and tumor removal¿ (right acoustic schwannoma), a skin lesion was observed on the patient¿s right shoulder at the pre-gelled electrode site. Reportedly, ¿before surgeon placed pre-gelled ground electrode on skin, he scrubbed patient¿s skin by nre 1003 sandpaper¿ patient¿s skin around pre-gelled ground electrode placement was scratched.¿ the duration of the surgery was approximately 8 hours. The nim eclipse system functioned as intended with no reported issues. An electro-cautery (esu) device was noted to be used during the procedure and the eclipse system alerted user of esu cautery detection. Patient status is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.